Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a hysterectomy due to complications from essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and ectopic pregnancy. Concurrent conditions included obesity, dizzy, gastric bypass, ovarian cyst, nausea since (B)(6) 2014, fever, diarrhea, throat pain, ear pain and heavy periods. Concomitant products included biotin since 2009, calcium since 2009, vitamins since 2009 and zolpidem tartrate (ambien) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced migraine ("migraine"), headache ("headaches"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: medical background: current weight 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Haemoglobin (12 - 16 g/dl) - on an unknown date: 11.9 g/dl (depressed) mean cell haemoglobin (26 - 37 pg) - on an unknown date: 23.7 pg (depressed) ultrasound scan vagina - on (B)(6) 2009: total bilateral occulsion (B)(6) 2017 via transvaginal ultrasound (tvu), total bilateral occlusion and tubes were occluded correctly. Iron saturation: 10% (15-50 range) lower then normal iron binding capacity unsaturated 327 mcg/dl (192-275)) higher then normal ferritin 6.4ng/dl (11-306.8) lower then normal) hemoglobin 11.8 g/dl (12.0-16.0) lower than normal CT abdomen/pelvis with oral and intravenous contrast report: : CT abdomen and pel vis with intra venous contrast and with oral contrast technique: axial images were obtained through the abdomen and pelvis with intravenous and oral contrast. Impression: 1. No acute findings in the abdomen and pelvis. 2. Status post gastric bypass. No bowel obstruction. No free fluid radiologist . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, bleeding, menorrhagia , anemia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and ectopic pregnancy. Concurrent conditions included obesity, dizzy, gastric bypass, ovarian cyst, nausea since (B)(6) 2014, fever, diarrhea, throat pain, ear pain and heavy periods. Concomitant products included biotin since 2009, calcium since 2009, vitamins since 2009 and zolpidem tartrate (ambien) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced migraine ("migraine"), headache ("headaches"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: medical background: current weight 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Haemoglobin (12 - 16 g/dl) - on an unknown date: 11.9 g/dl (depressed) mean cell haemoglobin (26 - 37 pg) - on an unknown date: 23.7 pg (depressed) ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion (B)(6) 2017 via transvaginal ultrasound (tvu), total bilateral occlusion and tubes were occluded correctly. Iron saturation: 10% (15-50 range) lower then normal iron binding capacity unsaturated 327 mcg/dl (192-275)) higher then normal ferritin 6.4ng/dl (11-306.8) lower then normal) hemoglobin 11.8 g/dl (12.0-16.0) lower than normal CT abdomen/pelvis with oral and intravenous contrast report: : CT abdomen and pel vis with intra venous contrast and with oral contrast technique: axial images were obtained through the abdomen and pelvis with intravenous and oral contrast. Impression: 1. No acute findings in the abdomen and pelvis. 2. Status post gastric bypass. No bowel obstruction. No free fluid radiologist. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, bleeding, menorrhagia , anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: added patient demography, product details, lot number. Medical history , concomitant drugs, lab data and new events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue, weight gain / loss specify which one: weight gain, hair loss, vaginal pain and lower abdominal pain. Outcome of event added and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure (batch no. Bc695711-inv,641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, ectopic pregnancy, anemia and obesity. Essure confirmation test (B)(6) 2017. Concurrent conditions included nausea since (B)(6) 2014, obesity, dizzy, gastric bypass, ovarian cyst, fever, diarrhea, throat pain, ear pain and heavy periods. Concomitant products included ascorbic acid, biotin since (B)(6) 2009, calcium since (B)(6) 2009, esomeprazole, ibuprofen, magnesium, sucralfate, vitamins nos since (B)(6) 2009 and zolpidem tartrate (ambien) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 5 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On 24-feb-2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced migraine ("migraine"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, vulvovaginal pain and abdominal pain had resolved and the menstrual disorder, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: medical background: current weight 199 lbs. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. (B)(6) 2017 via transvaginal ultrasound (tvu), total bilateral occlusion and tubes were occluded correctly. Iron saturation: 10% (15-50 range) lower then normal iron binding capacity unsaturated 327 mcg/dl (192-275)) higher then normal ferritin 6.4ng/dl (11-306.8) lower then normal) hemoglobin 11.8 g/dl (12.0-16.0) lower than normal CT abdomen/pelvis with oral and intravenous contrast report: : CT abdomen and pel vis with intra venous contrast and with oral contrast technique: axial images were obtained through the abdomen and pelvis with intravenous and oral contrast. Impression: 1. No acute findings in the abdomen and pelvis. 2. Status post gastric bypass. No bowel obstruction. No free fluid radiologist diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Haemoglobin (12 - 16 g/dl) - on an unknown date: 11.9 g/dl. Mean cell haemoglobin (26 - 37 pg) - on an unknown date: 23.7 pg. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occulsion. Lot number reported bc695711 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure (batch no. 641429, bc695711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, ectopic pregnancy, anemia and obesity. Essure confirmation test (B)(6) 2017. Concurrent conditions included nausea since (B)(6) 2014, obesity, dizzy, gastric bypass, ovarian cyst, fever, diarrhea, throat pain, ear pain and heavy periods. Concomitant products included ascorbic acid, biotin since (B)(6) 2009, calcium since (B)(6) 2009, esomeprazole, ibuprofen, magnesium, sucralfate, vitamins nos since (B)(6) 2009 and zolpidem tartrate (ambien) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 5 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced migraine ("migraine"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, vulvovaginal pain and abdominal pain had resolved and the menstrual disorder, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: medical background: current weight 199 lbs. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. (B)(6) 2017 via transvaginal ultrasound (tvu), total bilateral occlusion and tubes were occluded correctly. Iron saturation: 10% (15-50 range) lower then normal iron binding capacity unsaturated 327 mcg/dl (192-275)) higher then normal ferritin 6.4ng/dl (11-306.8) lower then normal) hemoglobin 11.8 g/dl (12.0-16.0) lower than normal CT abdomen/pelvis with oral and intravenous contrast report: : CT abdomen and pel vis with intra venous contrast and with oral contrast technique: axial images were obtained through the abdomen and pelvis with intravenous and oral contrast. Impression: 1. No acute findings in the abdomen and pelvis. 2. Status post gastric bypass. No bowel obstruction. No free fluid radiologist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Haemoglobin (12 - 16 g/dl) - on an unknown date: 11.9 g/dl. Mean cell haemoglobin (26 - 37 pg) - on an unknown date: 23.7 pg. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number was added, outcome of the previously reported event- menorrhagia were updated, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, ectopic pregnancy, anemia and obesity. Concurrent conditions included obesity, dizzy, gastric bypass, ovarian cyst, nausea since (B)(6)2014, fever, diarrhea, throat pain, ear pain and heavy periods. Concomitant products included ascorbic acid, biotin since (B)(6) 2009, calcium since (B)(6)2009, esomeprazole, ibuprofen, magnesium, sucralfate, vitamins since (B)(6) 2009 and zolpidem tartrate (ambien) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 5 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced migraine ("migraine"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain had resolved and the menstrual disorder, menorrhagia, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: medical background: current weight 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Haemoglobin (12 - 16 g/dl) - on an unknown date: 11.9 g/dl. Mean cell haemoglobin (26 - 37 pg) - on an unknown date: 23.7 pg. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2017 via transvaginal ultrasound (tvu), total bilateral occlusion and tubes were occluded correctly. Iron saturation: 10% (15-50 range) lower then normal iron binding capacity unsaturated 327 mcg/dl (192-275)) higher then normal ferritin 6.4ng/dl (11-306.8) lower then normal) hemoglobin 11.8 g/dl (12.0-16.0) lower than normal CT abdomen/pelvis with oral and intravenous contrast report: : CT abdomen and pel vis with intra venous contrast and with oral contrast technique: axial images were obtained through the abdomen and pelvis with intravenous and oral contrast. Impression: 1. No acute findings in the abdomen and pelvis. 2. Status post gastric bypass. No bowel obstruction. No free fluid radiologist concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, bleeding, menorrhagia , anemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " mental anguish and abdominal pain" were added. Outcome of event " abdominal pain, vaginal bleeding were updated as recovered. Concomitant drug were added incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.